Manufacturer narrative:
The insulin pump was received with blank display due to battery tube missing spring. The insulin pump was unable to perform the displacement test due to blank display. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an orange liquid in the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery looked like it blew up. The customer stated that there was no leak on the reservoir. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.